Event description:
The following info was reported: "after delivery of the plug and retreating the sheath, the white tube with the plug came up." Manual compression was held for less than 30 minutes. The user was able to shuttle down completely with no resistance felt. No visible kinks in the sheath were found after device removal. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 6-7mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was flush with the balloon and the advancer tube was engaged to the proximal tamp lock. Blood was found on the outside surface of the sealant. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. The advancer tube was properly engaged to the tamp lock as received and the procedure sheath was not returned with the device which suggested post procedural manipulation. Based on the provided info and the investigation performed, the root cause for the reported event could not be conclusively determined.